Event description:
A customer reported that the tubing disconnected from the bottom of the dial-a-flow. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.